Event description:
Complaint of pain at site of portacath. Investigation by portagram showed leakage of contrast from mid portion of the pcatheter. Lps 7513 removed from right subclavian vein on same date. No obvious harm once removed.